Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported having a fluid leak during pd treatment. There was an air detected in cassette warning during drain 3 of 3. Fluid was discovered in the pump module area and fluid was discovered on the external of the cassette. Fluid leaked from the left lower corner of the cassette. In a follow up, a patient contact verified the fluid leak. The patient was able to complete treatment manually. The patient contact said fluid came out of cycler when the door was opened. The contact was advised to let the cycler dry out and then try again and everything went well after that. No patient adverse effects were experienced, and no medical intervention was required. Patient continues use of the cycler with no further issues. The cycler set is available to return.

Event description:
A peritoneal dialysis (pd) patient reported having a fluid leak during pd treatment. There was an air detected in cassette warning during drain 3 of 3. Fluid was discovered in the pump module area and fluid was discovered on the external of the cassette. Fluid leaked from the left lower corner of the cassette. In a follow up, a patient contact verified the fluid leak. The patient was able to complete treatment manually. The patient contact said fluid came out of cycler when the door was opened. The contact was advised to let the cycler dry out and then try again and everything went well after that. No patient adverse effects were experienced, and no medical intervention was required. Patient continues use of the cycler with no further issues. The cycler set is available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.